Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after the impella cp was placed and while placing a left common femoral vein hemodialysis line, an impella position in aorta alarm occurred. Attempts were made to recross the valve several times and all were unsuccessful. The impella cp was removed and the patient remained stable.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.